Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) electrode exhibited noise and oversensing, with a history of low amplitude. At the time of the inappropriate shock, the patient reported sitting hunched over, with an ipad sitting on the proximal electrode. Physician reported performing isometrics. In the primary section noise could not be recreated. In secondary section myopotential noise was seen, and noting increased noise when patient pushed themselves out of bed. X-ray imaging were performed. A technical service consultant reviewed device data and provided programming recommendations. Also noting x-ray images show electrode is positioned a little high. Ts recommended checking device location. The electrode remains implanted. No additional adverse patient effects were reported outside of the inappropriate shock the patient received. New information was received indicating that this electrode was explanted. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) electrode exhibited noise and oversensing, with a history of low amplitude. At the time of the inappropriate shock, the patient reported sitting hunched over, with an ipad sitting on the proximal electrode. Physician reported performing isometrics. In the primary section noise could not be recreated. In secondary section myopotential noise was seen, and noting increased noise when patient pushed themselves out of bed. X-ray imaging were performed. A technical service consultant reviewed device data and provided programming recommendations. Also noting x-ray images show electrode is positioned a little high. Ts recommended checking device location. The electrode remains implanted. No additional adverse patient effects were reported outside of the inappropriate shock the patient received. New information was received indicating that this electrode was explanted. Besides surgical intervention, no adverse patient effects were reported. The electrode was returned, and product analysis complete.

Event description:
It was reported that this right ventricular (rv) electrode exhibited noise and oversensing, with a history of low amplitude. At the time of the inappropriate shock, the patient reported sitting hunched over, with an ipad sitting on the proximal electrode. Physician reported performing isometrics. In the primary section noise could not be recreated. In secondary section myopotential noise was seen, and noting increased noise when patient pushed themselves out of bed. X-ray imaging were performed. A technical service consultant reviewed device data and provided programming recommendations. Also noting x-ray images show electrode is positioned a little high. Ts recommended checking device location. The electrode remains implanted. No additional adverse patient effects were reported outside of the inappropriate shock the patient received.

Manufacturer narrative:
This electrode remains implanted. If pertinent information is provided in the future, a supplemental report will be submitted.